Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinuses infections; nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged sinuses infections; nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Secondary findings: no errors were found in the unit's device log. The dust/ dirt contamination found on the motor casing/impellers, bottom panel, back of lcd panel and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the air path, suggests a source external to the device. Pil is unable to address the symptoms described. Pil can confirm that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.